Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was unable to prime during prime test due to faulty force sensor. Insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the customer was unable to go beyond the fill tubing stage on the insulin pump. The customer mentioned that she had priming issues in that she was unable to exit the preparing to prime loop. The customer's blood glucose was 120 mg/dl. Troubleshooting was done. The customer stated that numbers never appeared on the screen of the insulin pump during troubleshooting. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.